Event description:
It was reported that, during a ureteroscopy procedure, this fiber broke before being inserted into a patient. The fiber was replaced, and the procedure was completed without patient complications.